Event description:
After firing the reload, it would not open. The tissue around the reload had to be resected to remove. Surgeon stated there was difficulty in firing the instrument. Pt status stable.